Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01027 to provide additional information. The subject device was not returned to olympus medical systems corp (omsc) for evaluation, because it was already discarded. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. The exact cause could not be conclusively determined. Based on the similar cases in the past, the failure of releasing the loop might be caused by catching the loop between the hook and the coil sheath after releasing the loop in the tube sheath for unspecified reason. The instruction manual of the subject device warns; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for investigation. The exact cause was under investigation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that the doctor could not release the loop of the subject device during a polypectomy. Therefore, the doctor severed the insertion portion of the subject device and withdrew the endoscope from the patient. After that, the doctor inserted the endoscope into the patient again and attempted to cut the loop with the different device. However, the loop could not be cut. The doctor forcibly withdrew the subject device and retrieved the polyp and the subject device. Then there was small bleeding. The doctor stopped bleeding with the adrenaline and three clips. The patient was kept in the hospital, but he already recovered.